Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-08847. It was reported (B)(6) the patient experienced pain at the ipg site. In addition, the patient felt an unpleasant sensation which originated from around the ipg site and travelled down her leg following the sciatic nerve. As such, surgical intervention was undertaken on (B)(6) 2018 to relocate the ipg. In addition, the physician explanted and replaced the lead. Stimulation was restored following the procedure. The pain at the original ipg site has resolved.